Event description:
It was reported the device indicated an estimated longevity of 2.5 years in 2008. Approximately 5 months later, the patient presented with no pacing, intermittent telemetry, and complete heart block. Upon interrogating the device, it was noted the device had experienced a power on reset (por) condition. The device was reprogrammed, another por occurred, and the device stopped pacing. The device was explanted and subsequently returned with a report of no output. No further patient complications were reported as a result of this event.

Event description:
It was reported the device indicated an estimated longevity of 2.5 years in 2008. Approximately 5 months later, the patient presented with no pacing, intermittent telemetry, and complete heart block. Upon interrogating the device, it was noted the device had experienced a power on reset (por) condition. The device was reprogrammed, another por occurred, and the device stopped pacing. The device was explanted and subsequently returned with a report of no output. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of fractured hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. It was reported the device indicated an estimated longevity of 2.5 years in 2008. Approximately 5 months later, the patient presented with no pacing, intermittent telemetry, and complete heart block. Upon interrogating the device, it was noted the device had experienced a power on reset (por) condition. The device was reprogrammed, another por occurred, and the device stopped pacing. The device was explanted and subsequently returned with a report of no output. No further patient complications were reported as a result of this event. Interrogate, difficult to output, none pace, failure to.